Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 mm x 24 mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, during procedure, the stent got damaged. The procedure was completed with a different device.